Event description:
It was reported by service report that the fowler will not stay down. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: gas spring link adjusted.